Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (unknown concentration at 1.2730 mg/day) via an implantable infusion pump. It was reported that during a normal and expected pump replacement, they were not able to aspirate from the catheter access port of the new pump. The cause of the inability to aspirate was not known. The new pump had a back table prime performed for 19 minutes and the issue was considered resolved. The patient's weight was unknown. No further complications were reported.